Event description:
It was reported by service report that the siderail was not locking in the up position and velcro was missing from litter top. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Velcro.